Manufacturer narrative:
The sensei system was not in use at the time. No injuries were reported.

Event description:
The hospital's staff was performing CPR to a patient and noticed the suj and rcm were falling off the patient table during the CPR practice. Customer reported it was "a controlled fall" and they believe the issue is with the bracket because they have done aggressive CPR on the patient table. The case was not performed with hansen medical system.